Event description:
A customer reported that during an intraocular lens (iol) implant procedure, the patient's capsule ruptured. A backup lens of a different model was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Manufacturer narrative:
Corrected information provided. The manufacturer internal reference number is: (B)(4).